Manufacturer narrative:
H.6. Investigation: investigation summary: instrument (B)(4) was returned to the manufacturer for service with respect to the reported defect ¿ unexpected low results. Investigation conclusion: instrument (B)(4) was returned to the manufacturer for service with respect to the reported defect ¿ unexpected low results. Root cause description: the defect was unconfirmed the root cause for the customers experience could not be adequately established. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that erroneous results are reading constantly too low with a bd sedi-40. Rssults 4-8 mm too low, this is happening during use. The following information was provided by the initial reporter: the abnormal control is constantly too low. We have now also compared to some patient samples. It turns out that when the samples are in the normal range, there is agreement with our other device. When the samples are from 15-18 mm, the results are generally 4-8 mm too low.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that erroneous results are reading constantly too low with a bd sedi-40. Results 4-8 mm too low, this is happening during use. The following information was provided by the initial reporter: the abnormal control is constantly too low. We have now also compared to some patient samples. It turns out that when the samples are in the normal range, there is agreement with our other device. When the samples are from 15-18 mm, the results are generally 4-8 mm too low.